Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the upper gastrointestinal (gi) during a gastroscopy procedure. The exact procedure date was unknown. During the procedure, no description of the problem, but clip does not work. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 11/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. Functional evaluation could not be performed due to the condition of the returned device. No other problems with the device were noted. The reported event of clip could not be deployed was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms in order to activate them. However, due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Subsequently, due this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip, causing the control wire and clip detachment, resulting to a deployment problem. Regarding the clip assembly being deformed, this is likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the upper gastrointestinal (gi) during a gastroscopy procedure performed on an unknown date. During the procedure, it was noticed that the clip was difficult or unable to deploy. It was also reported that the device was difficult to advance or removed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.